Event description:
It was reported that balloon became stuck on the wire. During procedure, dilation of the target lesion was performed several times with a 2.75mm x 12mm nc emerge balloon catheter. Separate removal of the non-boston scientific guidewire and balloon catheter was attempted, but was unsuccessful. It was noted that the balloon was stuck on the guidewire and the devices were removed together. The balloon was then removed from the wire and replaced with a different device to complete the procedure. There were no patient complications reported.